Event description:
It was reported that a patient was implanted with a synapse system on an unknown date. The patient returned to the surgeon and it was reported that one of the synapse screws, part and lot number unknown, had broken. The patient will undergo revision surgery although the date has not yet been scheduled. This is 1 of 1 report for (B)(4). This report is for unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for a screw, unknown part # and unknown lot#. Unknown implant date and explant date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.